Event description:
Reportedly, the surgeon fired the stapler on the right pulmonary vein. As he fired, the stapler misfired and it is not clear if the stapler or the cartridge may have tore the pulmonary vein. Bleeding occurred with a loss of 800cc and pt was transfused with 1 pack of cells. How the procedure was completed is not known. The pt was reported as stable but still hospitalized after the event.